Event description:
It was reported that after the catheter was inserted following iodine skin prep. The patient was given diprivan and vecuronium bromide. The patient's bp decreased and his skin appeared "blushed". Treatment for shock was performed with epinephrine. No further complication were reported.